Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic radical resection of pulmonary carcinoma procedure, the device was used to anastomose the pulmonary vein on the second stroke of the firing. There was errhysis at the proximal and distal points of the staple line on the pulmonary vein. The loss quantity was less than 20 ml. The surgeon observed the staples at these two points and they were malformed with irregular staples. The surgeon did not observe the staples of the first stroke or the third stroke as they were not onto the tissue. Hand sewing was used to complete the procedure. There was no adverse consequence for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with no visual non-conformances and with a gst60w fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.